Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication. The device just would not work. Surgical time was delayed about five minutes. There was no injury to the patient. The current patient status is good.